Manufacturer narrative:
One (1) tapered screw vent implant package was returned for inspection. A visual inspection revealed that the product is not in the packaging. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. There was no device lot # provided so a device history record review and a complaint history review was not performed. The was a review of appropriate documentation for instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants: product packaging - all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A probable root cause for the failure could not be determined. (B)(4).

Manufacturer narrative:
Missing component not returned but one empty container was received on apr 14, 2017. Additional 510k #'s for the product: k011028, k013227.

Event description:
The doctor's assistant reports that there was no implant in the container that should have included the implant. The package was sterile and not tampered with. There was also no stickers in the container that normally holds the stickers. There was instructions for use. The shipping box was not compromised. They had another implant in stock to place in the same surgery.